Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that multiple pump error was occurred. Blood glucose was unknown. Troubleshooting was performed. Customer stated the alarm did occur during normal use. Customer also reported that blank display was occurred but after receiving new battery customer did not call back. Customer reported the insulin pump was exposed to fluid in the past with no moisture visible in pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with a blank display due to moisture damage on the electronic assembly. Also, pump was received with a moisture damage on the motor and vibrator assembly noted. Unable to verify a47, a52 alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to blank display. (B)(4).